Event description:
Info received indicates the siderail will not remain in the latched.

Manufacturer narrative:
The tech isolated the issue to missing ratchet rivets. The tech replaced the two top rail ratchet rivets to repair the stretcher.